Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the transducer is causing air to get into the chamber during a patient¿s hemodialysis treatment. Upon follow up, it was noted that the transducer does not thread properly and falls off. It was reported that at the start of the patient¿s treatment, the fresenius 2008t machine alarmed with an air and transmembrane pressure (tmp) alarm. It was noted that the transducer was wet and had allowed air into the system. The patient¿s treatment was stopped so the transducer could be exchanged. The patient¿s treatment was continued and completed with the same system and supplies. There is no sample available for return for evaluation.